Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, declared elective replacement indicator (eri). Technical services recommended device replacement within one month of eri. The device was later explanted. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
--

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.